Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, self test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no excessive no deliver due to motor error alarms. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had no delivery alarms and had to reset the insulin pump to clear them. The device will not be returned for analysis.